Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable needed to be held at a certain angle to charge the pump successfully. There was no reported impact to customer's blood glucose level. Replacement cable was sent to the customer.